Event description:
It was reported that during the implant attempt, it was not possible for the lead to enter the target vessel during the left ventricular (lv) lead implant. The patient only had one viable vessel and it was not possible to even pass a guidewire through it. The lead was not used, and an epicardial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed).